Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed and attributed to water ingress. The cause of the water ingress could not be determined. The device was returned to the customer labeled "not for clinical use". Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 36" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.